Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous circumflex. After deployment of a 2.75x28 mm xience v stent in the lesion, a dissection occurred. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there were no reported product deficiencies. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.